Event description:
It was reported that the patient presented for an implant procedure. It was reported that a capture anomaly and helix extension issue was observed on the lead. The lead was exchanged. The patient was stable.